Manufacturer narrative:
The pump was received with a partially broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked case at the reservoir tube window corner, and a cracked reservoir tube window. A test reservoir was installed and did not lock in place due to the broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the customer dropped her insulin pump a while ago and there was plastic missing around the reservoir compartment. The reservoir would not stay locked into the insulin pump. The patient's blood glucose at the time of incident is unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.